Manufacturer narrative:
The 3500a medwatch which was submitted under MFR-0001038806-2018-00818 submitted on 18-sep-2018 was submitted in error due to the submission was submitted under the incorrect MFR number. As a result a retraction was submitted for that report on 24-sep-2018 and this submission is the correct submission for that event using the correct MFR report number. (B)(4). Weight unknown / not provided. (B)(4). Additional PMA/510(k) number: k101880. One imp,tsv,4.7,11.5,mtx,mg, implant mount, and mount screw were returned for inspection. Visual inspection revealed moderate damage to the threads and collar of the implant. The mount screw showed little to no sign of use. The implant mount was found to be fractured at the hex. A device history review was performed and no nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants information identified: contraindications the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Breakage implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunctional (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Complaint indicates the hex of the fixture mount broke during placement. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined.

Event description:
Doctor indicated that the hex of the fixture mount broke during placement. Another implant(tsvtwb10) was placed in the same surgery.